Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had insulin pump error. Customer also reported crack on the insulin pump. Customer was unable to troubleshoot for high blood glucose. Customer stated insulin pump was no longer be turned back on. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device was received with a critical pump error (open book image) alarm and pump error 35 alarm due to moisture damage on the force sensor. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test or verify unexpected battery power loss due to critical pump error (open book image) alarm. Moisture damage was also found on the electronic assembly and motor during visual inspection. Device was also received with scratched case, cracked select button keypad overlay, stained keypad overlay, faded serial number label, pillowing keypad overlay, case cracked behind the pump at the corner of the belt clip rails and cracked battery tube threads.